Event description:
Waffle cushion deflated while pt. Was using cushion in chair. The chair cushion was utilized for pressure reduction for skin care. If this product is deflated, it increased the risk for hospital acquired pressure injuries, this, it has potential for skin integrity impairment. Manufacturer response for pressure reduction cushion, static air seat cushion (per site reporter). Equipment failure reported to us products complaints team lead. Complaint assigned by manufacturer and device mailed out to the manufacturer.